Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller pcb assembly, which resolved the reported issue. Other unrelated repairs were completed and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u15. U15 was burnt and caused the device to be unable to detect the therapy cable or monitor paddles ECG and deliver defibrillation therapy.

Event description:
The customer contacted physio-control to report that the service light on their device is illuminated. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device is unable to detect the therapy cable or monitor paddles ECG and the device cannot deliver defibrillation therapy.

Manufacturer narrative:
Physio-control further evaluated the patient parameter pcb assembly and observed that the device reset itself multiple times. The cause of this issue was due to fuse, designator f3. F3 is electrically open and caused the device to reset itself multiple times.

Event description:
The customer contacted physio-control to report that the service light on their device is illuminated. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device is unable to detect the therapy cable or monitor paddles ECG and the device cannot deliver defibrillation therapy.